Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that the device will not run/rotate. It was reported that the device was not used in surgery but it unk whether pt or user injury occurred. There was no add'l info provided.